Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. Two days after onset, the patient was hospitalized for the event. The patient was treated with injection cefazolin (one gram in 2000 ml bag, intraperitoneal twelve hours day dwell, duration ¿ two days) and injection ceftazidime (250 mg in 2000 ml bag, intraperitoneal twelve hours day dwell and duration not reported) for peritonitis. Three days after admission, patient was treated with injection vancomycin (500 mg in 2000 ml bag, intraperitoneal twelve hours day dwell, duration not reported) and discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that antibiotic therapy was discontinued on an unreported date. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.